Manufacturer narrative:
The reported event was a lead dislodgement. As received, a complete lead was returned in two pieces with the helix extended and clogged with blood/tissue. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the pacing lead became dislodged via review of fluoroscopy. The pacing lead was explanted and replaced. The patient was in stable condition with no adverse health consequences.